Event description:
The reporter contacted animas on (B)(4) 2013 reporting that the pump was vibrating and beeping but the display screen would not come on. The reporter confirmed no known trauma to the pump. This report is made based on the allegation of the display issue which was not resolved during troubleshooting.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: on investigation, the pump powered on with fully operational auditory and vibratory function. The display screen had normal contrast. The pump was opened for investigation and did not reveal any moisture or corrosion in the pump¿s interior compartment. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.